Event description:
It was reported that a pt was burned on their left shoulder from the serfas probe. The surgery containued and the pt went home with topical cream being applied to the burn. The surgeon also reported that when he presses the cut button that it was sticking and it continues to fire even after the finger is removed from the button.

Manufacturer narrative:
Device rec'd and investigation is on-going. Once complete, a follow-up report will be submitted. At the end of the case the pt was noted to have a "reddened area, weeping area less than 1cm in size" at the portal site of the shoulder.